Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify buttons keypad anomaly, pump error 3, 42 alarms due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered pump error 3. Pump error 3 file number: 2002, line number: 1541 esf#: 3923533 on 03/06/2026 08:18:41.000, 03/06/2026 08:31:00.000, 03/06/2026 10:31:38.000, 03/06/2026 10:37:33.000 found in download history due to hardware error. Also, found pump error 42 alarm on 03/05/2026 10:51:31.000, 03/05/2026 11:00:24.000. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rail. Unable verify buttons keypad anomaly, pump error 3, 42 alarms due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 3 alarm. Pump error 3, 42 alarms found in download history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 42 and pump error 3. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was not able to clear the alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.